Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Only send test strips and controls to the customer. Customer had no more test strips available to send for investigation. Most likely underlying root cause: mlc-78-user hematocrit low test strip UDI# (B)(4). Note: manufacturer contacted customer on 1/23/2018 in a follow-up call to ensure that the initial concern was resolved; customer stated that the product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. Customer has been using the truemetrix air meter for one year and the e-0 error started the day prior to call ((B)(6) 2019). The error occurred with multiple test strips. Customer stated she has stage 4 renal failure. Customer did not have any more test strips to perform blood or control tests. At the time of the call the customer reported feeling shaky and believed her blood glucose was low. Medical attention was not needed at the time of the call. The test strip lot manufacturer's expiration date is 05/21/2020 and customer had used the vial of test strips for a few days.